Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case - corner of belt clip rails and battery tube threads - cracked. Cosmetic damage was confirmed at battery side, however, not confirmed at belt clip rails. No device problem was found during functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, bleeding on sensor and evidenced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer also received alerts of change sensor and calibration alerts. The customer reported blood glucose value of 117 mg/dl and sensor glucose value was 75 mg/dl at the time of incident. Hypoglycemic event was treated with glucose and glucagon intake . The event involved product(s) mmt-1884,mmt-7040b,unomedical,mmt-332a. Troubleshooting was performed for hypoglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer also alleged that the pump has a damage on belt clip railing and battery tube case that impacted pump's functionality. There was a high/low bg event contributing to differences between sensor glucose and blood glucose levels. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884,mmt-7040a,mmt-399a,mmt-332a were not expected to return.